Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). No more information available at the moment, further information was requested. It was further reported that after meeting with the patient, the physician suspects the inflation issues are caused by pump malfunction. No new appointment has been set up.